Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and the transmitter were not in range of each other. The customer's blood glucose level was 600 mg/dl. Customer received assistance from spouse to check vital signs due to elevated bg. Customer addressed bg by administrating a bolus via pump. Reportedly, the customer was able to regain connection after bringing tx and pump within range and continued to use pump for insulin therapy.